Event description:
Patient reported left side rupture and "inflammatory fluid was widely observed in the outer center and below on both sides, surrounding the entire prosthesis." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture and "inflammatory fluid was widely observed in the outer center and below on both sides, surrounding the entire prosthesis." Device has been explanted and replaced.